Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. No button error alarms noted. All buttons function properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.